Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that there was no insulation breach or damage present.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced an insulation breach during normal lead manipulation. The rv lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.